Manufacturer narrative:
(B)(4): the product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016,patient underwent transforaminal lumbar interbody fusion at l4-5.intra-op, cage broke. Product came in contact with the patient. No fragments remained in patient. It took an hour to retrieve broken cage. No patient complications were reported.